Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown transfer set end leaked (no further details provided). The leak occurred prior to the start of peritoneal dialysis therapy. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition no additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.